Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that they were told there was an issue with another lead and that the whole system would need to be replaced. Follow-up was conducted with the clinic but was unable to obtain requested information after multiple follow-up attempts. Currently, the atrial lead and the left ventricular (lv) lead remain in use. No patient complications have been reported as a result of this event.